Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, swelling, a red, itchy rash, "compression or occlusion", and stasis dermatitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The extrusion force value shows an expected consistency of the product. Device labeling addresses the reported event(s) as follows: "warnings: ¿ the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #11). ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration. Refer to the adverse events section for details. Adverse events: ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Health care professional instructions. 11. If immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
Healthcare professional reported patient was injected with 1 syringe of juvéderm® ultra plus xc in the jowl, j5, and marionettes and developed bruising initially that same day. Within 24 hours, the patient also developed fullness, discoloration consistent with initial bruising, swelling, and a red, itchy rash on chin and jowl area. Approximately 1 month post injection, patient was treated with hylenex, medrol dosepak, and minocycline. Patient began to feel better/less full immediately after hylenex treatment. It was noted during injection, there was likely a compression or occlusion of the lower facial vein/branch causing stasis dermatitis. All symptoms resolved approximately 1 month later. Patient was taking synthroid, asa, and a daily multivitamin concomitantly with the injection.